Manufacturer narrative:
Reporting institution phone number & reporter phone number - (B)(6).

Event description:
It was reported that the ventilator, during routine inspection the equipment, did not pass the start-test. There was no patient involvement at the time the reported issue occurred. A philips field service engineer (se) inspected the device. The fse performed preventive maintenance and checked the operation of the ventilator. The unit was checked overall, run in tested, cleaned, and functionally tested. No anomalies have been found in the tests performed or in the error logs.